Manufacturer narrative:
(B)(4) - the device reported had been discarded by the caregiver and was no longer available. A follow-up report will be submitted upon the completion of baxter's investigation,or if additional information should become available. .

Manufacturer narrative:
(B)(4). The complaint was not confirmed. The root cause for the system error 2240 alarm was undetermined. A batch review was not conducted as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter regarding assistance with the home choice (hc) during dwell and a system error 2240 alarm that had occurred. The baxter representative had them check the lines/bags and found the supply bag empty with a possible leak as the table was also wet. The alarm was cleared. There was patient involvement but no injury or medical intervention was reported. On a follow up call with baxter on (B)(6) 2011, the peritoneal dialysis nurse (pdrn) reported that peritoneal dialysis (pd) was discontinued (B)(6) 2011. Hemodialysis (hd) was initiated (B)(6) 2011, but the hp died on (B)(6) 2011. The cause of death was unknown, but the pdrn stated that it was unrelated to pd therapy. On (B)(6) 2011, baxter obtained the patient's hospital records. The records revealed that the patient was admitted on (B)(6) 2011 with respiratory distress secondary to a right pleural effusion and fluid retention. At 2230 on (B)(6) 2011, the patient was receiving peritoneal dialysis (pd) in the hospital inpatient dialysis unit when shortness of breath and labored, shallow breathing occurred. At 2300, the patient was placed on bipap to assist breathing. His status improved, but at 2330, pd was stopped when the hp's abdomen became firm and distended. The hp was then transferred to intensive care and a nasogastric tube (ngt) was placed for gastric distension. The following 2 days, the hp's respiratory status reportedly improved and a non-rebreather oxygen face mask replaced bipap. On (B)(6) 2011, the physician (md) recorded that the hp appeared terminal, but the md progress notes of this date were not available. The md's final documentation surrounding the events and cause of death were not yet placed in the patient chart.